Event description:
Device 1 of 3. Reference MFR report number: 1627487-2012-06109, 06110. It was reported the pt had fallen. Afterwards, the pt could no longer receive adequate coverage. An impedance check was performed and revealed high impedance. The pt underwent a fluoroscopy and the lead was found to be disconnected from one of the extensions. The fluoroscopy also revealed lead migration. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.